Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during bolus. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose (bg) level was impacted (300-407 mg/dl) the customer took a bolus to stabilize bg level. It was indicated that the customer would use insulin pens as alternate insulin therapy.

Manufacturer narrative:
Occlusion alarm- no failure detected.